Manufacturer narrative:
H10: per good faith effort (gfe) response received 13mar2024, the authorized service provider (asp) engineer stated that there was no patient involvement at the time the issue was discovered as the issue occurred before therapy. The asp also confirmed that the patient circuit was not fully seated due to a user error, so the device alarmed for low leak-co2 rebreathing risk-- after the hospital equipment department reconnected the patient circuit, the device performed per specifications. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device did not show any air leakage. The patient was admitted due to a recurrence of asthma-- when using a ventilator for auxiliary treatment, it was found that the ventilator did not show any air leakage, which caused the patient's wheezing to worsen. The ventilator was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The ventilator was immediately discontinued and replaced with another device for use. The customer called technical support to report that the device did not show any air leakage. The patient was admitted due to a recurrence of asthma-- when using a ventilator for auxiliary treatment, it was found that the ventilator did not show any air leakage, which caused the patient's wheezing to worsen. The ventilator was immediately discontinued and replaced with another device for use.